Event description:
It was reported that the customer administered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer used insulin pin to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.